Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Event description:
As reported via clinical study, the 79 year old female patient had an initial left knee surgery on (B)(6)2021. The patient presented on (B)(6)2021 with intense knee pain and received geniculate nerve block on (B)(6)2021 and (B)(6)2022. Outcome: continuing. The case report form indicates this event is definitely not related to devices and possibly related to procedure.

Manufacturer narrative:
Pending investigation. D10: tibial tray 02-012-45-2515. Tibial insert 02-012-35-2511. Patella 200-02-29. Exactechgps knee user kit unk.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4-remove catalog and UDI, h6-clinical, impact, type of investigation, and investigation conclusion codes. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.